Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. While the device was outside the patient, it was noted that there was a separation in the outer sheath approximately 20cm from the tip of the catheter. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. While the device was outside the patient, it was noted that there was a separation in the outer sheath approximately 20cm from the tip of the catheter. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. Visual and microscopic examination of the device showed an imaging window detachment that occurred near the lapjoint section. Detachments are prone to occur near the lap joint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the forces in this section are not evenly distributed and are mainly focused over the least rigid material. It was confirmed that during the manufacturing process, the lap joint section is visually inspected in order to dispose any unit with a damaged imaging window, it is most probable that the material was compromised during usage of the device.